Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer will continue to use current pump. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. There was no reported adverse effect to the customer's blood glucose level.